Event description:
The customer, reported via the customer service department in the (B)(6), that during surgery a gamma lag screw was opened. The packaging was completely sealed. It is alleged that the package was empty. The package was opened for the first time at the point it was required in surgery and had not been opened prior to this. The customer has reported that the procedure was completed successfully by using another screw that was available.

Manufacturer narrative:
Device will not be returned.

Manufacturer narrative:
The reported incident that standard lag screw omega 105mm length was alleged of issue s-139 (device missing) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. This is the first time the identified issue has reported for the product family. The procedure was completed successfully without harm to the patient. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated.

Event description:
The customer, reported via the customer service department in the UK, that during surgery a gamma lag screw was opened. The packaging was completely sealed. It is alleged that the package was empty. The package was opened for the first time at the point it was required in surgery and had not been opened prior to this. The customer has reported that the procedure was completed successfully by using another screw that was available.